Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. Awaiting device return.

Event description:
It was reported that during arthroscopic ankle surgery the white tip of the device came off and disappeared from the surgical field. It took an hour for them to remove the broken part by using images. It was reported that no broken piece was left in the patient's body. The surgeon reported that he inserted the electrode in a portal without an excessive force although he took time to insert it. The backup device was used to complete the case.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier. The customer reported that during arthroscopic ankle surgery the white tip of the device came off and disappeared from the surgical field. Visual inspection confirmed that the device ceramic had broken. There was procedural debris around the active tip and ceramic, indicating that the device had been used. There were scratch marks and witness marks of the ceramic, return shaft and heatshrink of the device, indicating that excessive force was applied to the device during use, causing the damage seen to the ceramic at the distal tip of the device. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. From inspection of the returned device, it appears as though the reported fault has likely occurred due to misuse. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.